Event description:
The patient did not experience any adverse impact from the system controller exchange.

Manufacturer narrative:
Section d6a: date of implant is not applicable for heartmate 3 system controller. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had large bowel movements in bed and their system controller was covered with fecal matter. There was an attempt to clean the controller, but fecal matter was deposited in all grooves of the controller. The controller was exchanged by the ventricular assist device team.

Manufacturer narrative:
Section d1: brand name corrected. Section d4: catalog number and UDI number corrected. Section h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: the reported event of a controller exchange due to the controller becoming contaminated was confirmed via provided information. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.